Manufacturer narrative:
The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify failed battery test alarm, low battery alarm, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to corroded battery tube. Pump received with stripped battery cap coin slot, broken battery cap, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the battery cap was broken and battery remained in tube thread. The customer's blood glucose level was 345mg/dl. The customer had received failed battery test alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.